Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas, serial number (B)(6), and the reported patient outcome could not be conclusively established through this evaluation. Additionally, review of the submitted log file confirmed pump stop and controller clock reset events consistent with a complete loss of power to the patient¿s epc controller. According to the account, the cause of the complete loss of power was disconnection of power to the system. The submitted log file contained data from day 310, hour 15, minute 37 through day 313, hour 9, minute 59. Following this timeframe, the controller clock reset to day 0, hour 0, minute 0. The pump operated at or above the low speed limit from the beginning of the file until just after day 313, hour 9, minute 59 when low speed operation events and a pump stop associated with low speed advisory, low speed hazard, and low flow hazard alarms were captured. The controller clock was reset at this time, indicating a complete loss of power to the controller. No other notable events or alarms were captured. The pump appeared to function as intended. The account indicated that the cause of the complete power loss was disconnection of power to the system. It was also noted that the patient¿s death was not considered to be device related and that the device operated as expected. Heartmate ii lvas, serial number (B)(6), was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), , rev. C, and the heartmate ii patient handbook, rev. C, are currently available. Section 1 of the IFU, introduction¿, lists right heart failure and death as adverse events that may be associated with the use of the heartmate ii lvas. This section also addresses all pump parameters including pump speed, power, flow, and pulsatility index (pi). Section 2 of the IFU, ¿system operations¿, warns that at least one system controller power cable must be connected to a power source at all times. Section 3 of the IFU, ¿powering the system¿, provides instructions for exchanging power sources under ¿switching power sources¿. Section 4 of the IFU, ¿system monitor¿, explains that changes in patient conditions can result in low flow. Section 6, ¿patient care and management¿, explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 7 of the IFU, ¿alarms and troubleshooting¿ and section 5 of the patient handbook, "alarms and troubleshooting", outline all system controller alarms, including pump off, low speed, and low flow alarms, as well as how to respond to each alarm condition. Additionally, the implant kit was originally shipped with the heartmate ii lvas IFU, , rev. G. Several sections of this document also state that at least one system controller power lead must be connected to a power source as at all times and that disconnecting both power leads at the same time will cause the pump to stop. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Patient weight was requested but not yet provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a code on (B)(6) 2022 and was then stable in the intensive care unit. The log files showed low voltages frequently when connected to the power module. There was a pump stop due to a loss of power on the controller. This caused a controller clock reset. The patient passed away on (B)(6) 2022. The cause of death and whether it was device or therapy related was unknown. Relate manufacturer reference report: 2916596-2022-11036.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information: it was reported that the cause of death was multifactorial shock. It was not thought to be device related and the device operated as intended.